Event description:
It was reported that the filter of a vented paclitaxel set leaked. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection and gravity testing were performed. The evaluation revealed that the set was leaking through the vented hole at the end of the millipore filter. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.